Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was noted between 2-3 millimeters in the posterior direction. It was noted that a portion of the tracer registration was beneath the skin. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.